Manufacturer narrative:
The suspect ev1000 system was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. The device service history record review was completed and all manufacturing inspections passed with no non conformances. In this complaint there was no incorrect patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experience in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One ev1000 platform system was received for product evaluation. The panel and the databox were powered up and there was proper connectivity with no issues identified. The two components were connected to a patient simulator and left to run for over eighteen hours and there was no display screen distortion or frozen display noted. Further visual inspection found a databox led light pipe had been chipped during use. The customer's complaint was unable to be confirmed.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product, a supplemental report will be submitted with the evaluation findings. Upon completion of the device service history record review, the results will also be submitted.

Event description:
It was reported that during patient monitoring with the ev1000a platform system the clinician touched the screen to update the patient information and the display screen froze. This occurred in a patient parameter screen and was realized immediately. The monitor was turned off and back on and it then worked normally. There was no inappropriate patient treatment administered. There was no patient harm or compromise. The patient demographic information is unknown.